Event description:
A report was received that the pt was having pain at the pocket site; the pt underwent a pocket revision procedure and pocket was made deeper during the revision because the pt had lost weight, and it was close to the surface. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.